Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose (bg) level was 259 mg/dl. The customer reported would monitor their bg level and contact their healthcare provider to address bg level. Tandem technical services reminded the customer about the meaning for the incomplete bolus alert and to exit out of the screen. The customer stated that likely was in the bolus menu and acknowledged.